Manufacturer narrative:
Concomitant product lot number: 151230, device manufacture date: 12/30/2015, expiration date: 12/29/2017. Medtronic investigation of returned suspect malleable suction finds that when connected to a known good system the malleable suction was identified but would not track due to a weak signal. It was found that all three coils are open causing the weak signal. The reported issue was confirmed to be caused by an electrical open in the malleable suction instrument. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
The suspect suction has not been returned for evaluation.

Event description:
It was reported that during a functional endoscopic sinus surgery, the malleable suction suddenly became unresponsive during the procedure. As the electromagnetic emitter and other products were working properly, a new malleable suction was unpackaged and used instead. There was no patient injury reportedly. The medtronic representative was not present during the case